Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient mentioned that their ins migrated 3 times and patient had to undergo pocket revision. Patient believes this was in (B)(6) 2020 but was not sure. No further action was taken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.